Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 and indicated that the sample probe inner wash valve needed to be replaced. The fse replaced the valve and tubing to resolve the issue. The fse primed the analyzer, performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for multiple chemistries due to froth on the top of the sample on their au480 clinical chemistry analyzer. The customer did not specify the affected chemistries. The customer did not release the low results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.